Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment on (B)(6) 2021 to the upper abdomen using an unspecified applicator and presented with suspected paradoxical adipose hyperplasia (pah/ph) post treatment.

Event description:
Previous emdr submissions noted ph. Upon further review by abbvie medical safety, there is "no medical diagnosis yet on pah". This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Additional information was received that patient received coolsculpting treatment on (B)(6)2021 and (B)(6)2021 using the cooladvantage and cooladvantage plus applicators.